Manufacturer narrative:
Citation: eulert-grehn jj inadvertent pacemaker lead dislodgement. Pacing clin electrophysiol. 2018 sep;41(9):1266-1267. Doi: 10.111 1/pace.13412. Epub 2018 jul 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe aortic stenosis, chronic atrial fibrillation and a right bundle branch block who underwent implant of a 29 mm medtronic corevalve evolut r. No serial numbers were provided. Due to significant aortic regurgitation, a non-medtronic valve was successfully implanted as a valve-in-valve procedure. A third-degree atrioventricular (av) block was reported post-implant and a permanent pacemaker was implanted. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Patient gender not reported in the article. Incorrectly submitted as female gender. If information is provided in the future, a supplemental report will be issued.